Event description:
It was reported that pump wake button was extremely difficult to press and often required multiple presses to turn on pump screen, even after pump was removed from case and customer followed instructions to press center of button. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump, and technical support arranged replacement pump, provided instructions on placing old pump into storage mode, transferring pump settings, reconnecting continuous glucose monitor, and returning problematic pump using prepaid label within specified time.